Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular lead experienced dislodgement. Which led to noise and oversensing. Due to this the device inappropriately delivered eight shocks to the patient, the therapy was exhausted. X-rays were performed in order to confirm issue. This lead was explanted and replaced. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead experienced dislodgement. Which led to noise and oversensing. Due to this the device inappropriately delivered eight shocks to the patient, the therapy was exhausted. X-rays were performed in order to confirm issue. This lead was explanted and replaced. No further adverse patient effects were reported.